Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The reported symptom could be neither confirmed nor reproduced during eval. The device was operating within specification.

Event description:
It was reported that a spectrum pump displayed "flow check fail" on the screen. It was also reported that there was no pt injury.